Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00167.

Event description:
It was reported that two screw inserters were worn during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: (UDI), methods, results, and conclusions - the returned screw inserter was evaluated. The inserter shows signs of use but was functionally tested and found that the device was able to function as intended. The complaint is unconfirmed.

Event description:
It was reported that two screw inserters were worn during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.